Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3.1, 3.2 were failed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by an off-bus connection error in drawers 3 1 and 3 2 and mechanical sticking in drawers 1 1 and 1 2. A field service engineer (fse) reseated connection and defective drawers (1.1 and 1.2) were replaced to resolve the sticking issue. Latch inseparable components in full-height drawers (4, 5, 6) were replaced. The battery was replaced as a proactive maintenance, and the latest firmware was applied. Post-replacement testing was completed successfully in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.